Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported during fill 1 the cycler alarmed for a heater bag issue. Patient cancelled treatment and removed the cassette and found fluid was leaking inside the cassette door. Patient did manuals and informed his nurse. The cassette was discarded. During follow up the patient's nurse reported that the patient did not have any adverse events related to the leak.